Event description:
Guardian reported that the pt's pump (serial number and expiration date: not provided) is alarming with display of "system time out". Guardian tried to place new batteries in the pump and the pump did not work. Guardian did not report an adverse event or missed dose. Pharmacy to replace pump. Return material sent for pump associated with event. Pump availability for investigation is dependent upon guardian returning it. No further info.